Event description:
During a peripheral intervention case, an extra support rotawire was advanced into the superficial femoral artery (sfa) from the dorsalis pedis and was snared from above. During snaring, the radiopaque tip of the guidewire broke off and landed into an occluded peroneal artery. Wire was not retrieved due to its location in the body and no harm being done.